Manufacturer narrative:
The reported event of a deformed deployment could not be confirmed. The investigation confirmed, the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 25mm amplatzer pfo occluder was selected for implant. During deployment, a deformation was noted on angio and catheter-based intra-cardiac echocardiography (ice) the deformation was confirmed on the table after it was removed from the patient. A new 25mm amplatzer pfo occluder was selected but was deemed too small and was exchanged for a 30mm amplatzer pfo occluder which was successfully implanted. No patient consequences were reported and the patient was in stable condition.